Manufacturer narrative:
Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed. A short circuit was detected in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable the device may operate intermittently, therefore is a potential root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the micro tornado handpiece with hand controls needs service. The device stops working when the surgeon holds it horizontal; when he holds it vertical it starts again. This was noted before the surgery started so another one, which was readily available, was used in the procedure; there was no delay or impact to the patient. During investigation of the returned device, it was noted a short circuit was detected in the motor cable. This report is for a tornado micro handpiece with buttons. This is report 1 of 1 for (B)(4).